Manufacturer narrative:
Exemption number e2015055. Approx 15 devices were received for evaluation; approx 15 events were confirmed during testing. Approx 8 devices were found to be affected by corrosion of internal components. Approx 4 devices were found to be affected by damaged bearings. Approx 1 device was found to be affected by a loose link nut. Approx 2 devices were affected by unpressing bearings. Approx 2 devices were not available to (B)(4) for evaluation.   There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device overheated. Approx 12 reported events had no patient involvement; no patient impact. Approx 4 reported events had patient involvement; no patient impact. Approx 1 reported event had no information available from the facility regarding patient involvement or patient impact.